Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io power driver (9058) (sn (B)(4) ) was returned for evaluation. Upon receipt the driver was visually inspected. No physical damage noted. When the trigger was pulled the driver had no power, no operational light was displaying. A review of the DHR found that the driver passed all the release criteria. The device was released in 03/2017 and is approximately 2 years old. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. Underlying battery depletion was due to a dead battery pack cell. Athlone has issued a nonconformance to further investigate the reason the battery cell died. The driver had no power because the batteries were depleted. Battery testing confirms depletion. Further analysis confirmed a single dead lithium ion battery cell. A nonconformance was issued by athlone, legal manufacturer to further investigate the defect from the supplier.

Event description:
It was reported that during use, it was noted that the driver has no function. As a result, a back-up driver was used, and the io access successfully placed. It was confirmed that there was no harm or injury to the patient. The customer also confirmed that the device was not used before; it was the first time of usage and the driver failed. Until that time the driver was stored in original packaging in customers warehouse. Further details are not available.

Event description:
It was reported that during use, it was noted that the driver has no function. As a result, a back-up driver was used, and the io access successfully placed. It was confirmed that there was no harm or injury to the patient. The customer also confirmed that the device was not used before; it was the first time of usage and the driver failed. Until that time the driver was stored in original packaging in customers warehouse. Further details are not available.

Manufacturer narrative:
Qn#(B)(4). Ez-io power driver (9058) (sn (B)(4) ) was returned for evaluation. Upon receipt the driver was visually inspected. No physical damage noted. When the trigger was pulled the driver had no power, no operational light was displaying. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 16.25 dc volts without being activated. Battery voltage measured as 0.0 dc volts when button was activated, and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was registering (B)(4) and the cycle count was 11. These values are far below the expected values of an end of life battery pack. After further analysis it was determined the battery pack incorporated a dead, single, lithium ion cell. Testing confirms the unit failure is related to battery depletion. The underlying cause for battery depletion was a single, defective battery pack cell. The engineering documentation regarding battery/cell values and specifications. A scar has been issued from legal manufacturer athlone, to sparton, manufacturer. A review of the DHR found that the driver passed all the release criteria. The device was released in (B)(6)2017 and is approximately 2 years old. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. Underlying battery depletion was due to a dead battery pack cell. Athlone has issued a nonconformance to further investigate the reason the battery cell died. The driver had no power because the batteries were depleted. Battery testing confirms depletion. Further analysis confirmed a single dead lithium ion battery cell. A nonconformance was issued by athlone, legal manufacturer to further investigate the defect from the supplier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use, it was noted that the driver has no function. As a result, a back-up driver was used, and the io access successfully placed. It was confirmed that there was no harm or injury to the patient. The customer also confirmed that the device was not used before; it was the first time of usage and the driver failed. Until that time the driver was stored in original packaging in customers warehouse. Further details are not available.